Event description:
It was reported that the patient was fixed with a twinfix due to a fracture of greater tubercle of the right hummers on (B)(6) 2021. Then, 5 days after the procedure, the patient suddenly had severe pain in the right shoulder at night. The x-rays showed that the fracture end was displaced. The second operation was scheduled for (B)(6) 2021. The current status of the patient is fine and there are no patient's imaging techniques available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Health effect - clinical code and health effect - impact code were updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, off-axis insertion of the device, application of unintended inappropriate or excessive force to the device, or a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Without the requested supporting clinical documentation or the device, a thorough medical investigation cannot be rendered. The root cause and/or patient outcome beyond that which was documented in the complaint cannot be confirmed nor concluded. In addition, the referenced x-ray in the complaint was not provided for review, therefore, no further interpretation can be rendered. There was no confirmation whether the reported scheduled second operation for (B)(6) 2021, has been performed. Since it was reported the patient is doing fine, no further clinical medical assessment is warranted at this time. Should any relevant clinical documentation be provided, this complaint would be re-assessed. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.